Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR: not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the marlex bard mesh, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2009) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b6, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that on (B)(6)2009, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6)2017, the patient had unspecified injuries related to a defect in the marlex bard mesh and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: 27-may-2009 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿an incision was made around the umbilicus. The hernia sac was dissected out. A bard flat mesh was placed into the umbilical region and secure it with sutures.¿ (B)(6)-2016 ¿ patient was diagnosed with hiatal hernia, adhesion, thereby underwent laparoscopic repair with removal of adhesions and repair hernia defect. Per operative notes, ¿an incision was made into the abdominal wall. Omental adhesions were present into the abdominal wall, which were taken down. The defect was closed with sutures primarily.¿ (B)(4)2017 - patient was diagnosed with abdominal pain, adhesion, thereby underwent laparoscopic repair with explant of bard flat mesh. Per operative notes, ¿an incision was made into the abdomen. There were dense adhesions which were taken down. The old mesh which had contracted around the umbilicus. Previously placed bard flat mesh was dissected out. The defect was closed with sutures primarily.¿